Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was unknown what the cause of the return of symptoms was but the patient was triaged over the phone. The patient was instructed to go to the emergency room (ER) or obtain the controller to resolve the return of symptoms. It was reported that the patient went to the ER and a catheter was placed. It was also mentioned that it was unknown if the issue was resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got the device for urinary retention and she was having a return of symptoms because she wasn't able to go to the bathroom since last night. The patient stated that she called her health care professional (hcp) and spoke with a nurse and was told to go in for a bladder scan. The patient noted that they wanted to see if adjustments could be made with the patient. The patient did not have access to the patient programmer and was redirected to their hcp for help with adjusting stimulation. There were no further symptoms or complications reported or anticipated.